Manufacturer narrative:
No device eval or device history record review was performed since neither the device nor the device product code or lot number were provided in the report. There also was no hospital or contact info provided. An attempt was made to retrieve add'l info from the FDA. A response was provided that stated the report that was sent is a copy that provides all the allowed releasable info and that any further info was unable to be released.

Event description:
Medwatch report (B)(4) rec'd on (B)(4) 2012. Date of event is approximate. I do not have the pt record at this moment. An atrium abdominal for hernia repair. Surgeon informed pt that procedure was 1-2 hospital stays. Due to extreme pain and bowel problems, hospital stay was extended mor than a week and pt was required to use a walker for the first time in her life. Following discharge, the pt has had nearly daily pain, continued pain and extension of hernia, bowel difficulties, and has returned several times for scan and tests. The surgeon reported that the mesh screen would require lengthy and delicate surgery. The pt was told to take otc nsaids and "see how it goes to walk". It was necessary to use a cane for approx 5 months. I am the pt and am still in pain one yr post-surgery. Pain is noted at edges of screen when ending down, turning to side, or simply sitting or walking. Pain in hip and knee and especially sharp pain where "incisional tear" was expected to resolve itself a yr ago. Bowel discomfort, extension, protrusion of hernia, diarrhea very frequently.